Event description:
A customer contacted baxter's technical service center regarding feelings of sickness/nausea. Home patient wanted to know if it will make him dehydrated. The home patient also was having a hard time breathing in dwell 2/5 of therapy on the homechoice device. The technical service representative (tsr) had the home patient stop dwell and manually drain 2555ml. The fill volume was 2000ml; the initial drain volume was 1376ml; the ultrafiltration (uf) was -98ml. The home patient stated he has seen blood in the line. Home patient wanted to continue therapy. The dwell time left was :34. The tsr helped the home patient bypass to drain 2 of 5. The tsr suggested that the home patient contact the dialysis center. A follow up call to the dialysis center confirmed that the patient was feeling fine and had been able to continue his dialysis therapy.

Manufacturer narrative:
Evaluation summary: during the evaluation, this report was confirmed as an overfill. The device log showed that on the date of the reported difficulty, the device was put into a manual drain during dwell 2 and removed 2555ml. The remainder of dwell 2 was then bypassed and the device removed an additional 69ml. The manual drain amount of 2555ml and the drain 2 amount of 69ml = 2624ml following a fill volume of 2000ml. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Overfill was not duplicated during the evaluation. Based on a review of the available log data, it was determined that the probable cause of this overfill was insufficient drain / multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be forwarded to the service area.